Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error 1260. The event occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
D4: primary UDI number, h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, front/rear housing assemblies were damaged. The reported problem was duplicated. When the device is powered, error 1260 was displayed. The most probable cause was the microprocessor unit board clock battery internal lead contact was pulled off. Inspected device pump inside and found rear/front were non-original equipment manufacture products. No action was taken as the manufacture does not repair non-original equipment manufacture from ICU medical products. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.